Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial (B)(6) and used for treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A visual/functional inspection cannot be completed as no device was returned for evaluation. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. While the reported problem was not confirmed during evaluation, the most probable contributing factor(s) to the reported problem is recurring handpiece error which forced user to exit the case and reboot the system . Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation. Additional information: d4.

Event description:
It was reported that during a cori tka procedure, there was a handpiece error during precision killing ((B)(4)), they were kicked out of the case, so they had to unplug and recalibrate for it to work again ((B)(4)). There was a delay of less than 30 minutes. No other complications were reported.